Manufacturer narrative:
Pump received with missing blank display due to cracked lcd and bleeding. Unable to perform displacement test.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 188 mg/dl. The customer stated that I dropped my insulin pump and it cracked and I can only saw half of the screen. The troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.